Event description:
It was reported that approx four months post bilateral iol implantation the pt reported blurry vision. Reportedly bilateral yag was performed. This report is for the pt's right eye. Add'l info has been requested. Ref MDR #2031924-2013-00019 for the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.